Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
The customer reported the screen is dark. The remote service technician advised customer to replace the gui (graphic user interface). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 the customer reported replacing the user interface assembly corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13oct2020. B4: 13oct2020. An user interface assembly was returned for analysis. Visual inspection of the user interface assembly was received with damage touchscreen. An investigation was performed and the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.